Event description:
A user reported receiving a cartridge alarm, identified as alarm 30, during the loading process of their insulin pump. It is unknown whether the customer's blood glucose level was affected as this information was not provided. The issue persisted despite following correct loading instructions, leading to the decision to replace the pump, which was still under warranty. The customer declined to provide details on their backup insulin therapy plan.